Manufacturer narrative:
Email is: regulatory.responses@icumed.com. One device was received. Visual inspection of the returned device determined that the device had been used and that the cuff was not fully intact. The cuff was completely separated/torn below the proximal cuff band except for approximately 7 mm which held the cuff together. The cuff appeared to exhibit characteristics of being ruptured either by over inflation and/or coming in contact with something sharp. The complaint was confirmed. The root cause was unknown, and the investigation did not identify any manufacturing defects with the returned device. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions are planned currently.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cannula had "burst". The event occurred in a restaurant. The cannula block was increased from 4ml to 8ml because food was planned. Sao2 drop and oxygen demand due to aspiration. "Audible loss of aqua cuff". Immediate cannula change. Fortunately, eating was not yet started, so "only" aqua aspirated. Vital signs were back to normal after about 60 minutes. Subsequent inspection of the tracheal cannula revealed a pinhead-sized hole. No additional adverse patient effects were reported by the customer and the event was resolved.